Event description:
It was reported that the customer received no delivery alarms. The tubing was also leaking. The customer's blood glucose level was not reported but she did mention she experienced a high blood glucose level. She had bad sites, she could not control her blood glucose level, and she had issues absorbing insulin. She also needed assistance with how to store her insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.